Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an "e0e" error code was observed on the heater cooler unit. The device was not changed out, as the customer cleared the message throughout the case and they were able to continue using the suspect unit to finish the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: there were no issues observed during start-up of the hx2 or during set-up and priming of the cpb circuit. An e0e error code occurred during cooling of the patient on channel a and while maintaining water temperature on channel b. Channel a issues resolved automatically, but channel b e0e error code did not resolve automatically and this impacted rewarming the patient. The oxygenator water lines were switched, from channel b to channel a, during rewarming and this allowed the patient to be warmed to target temperature without delaying rewarming and without delaying the surgical procedure. The case was completed successfully, without associated blood loss and no harm was observed.

Manufacturer narrative:
This complaint is related to MDR 1828100-2014-01061. Per the field service representative, this error is caused by a failing mix valve, which is currently back ordered.